Event description:
Journal ref: magill st, want p, eller jl, burchiel kj. "Differentiating intrathecal catheter tip granulomas from normal magnetic resonance image distortion caused by metallic catheter tips. "Neurosurgery 2008;62(1): 242-248. The article objective is to characterize the normal image distortion produced by metallic intrathecal catheter tips and define features that differentiate them from a catheter tip granuloma. Three medtronic inc. Intrathecal catheter model (m8709, m8711, and m8731) were placed in a water-filled phantom, which was secured with a spinal coil and scanned with a 1.5-t magnetic resonance imaging (MRI) scanner. MRI scans from two patients receiving intrathecal opiate therapy without a granuloma and one pt with a granuloma were analyzed for comparison. It was not clear which model the pt with the granuloma had.